Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - accuracy could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by the customer that had a patient email her about the volume of the alarms being so loud with the alaris devices that the patient was going to change to another infusion center. Clinicians have reported extra volume at the end of infusions even though they put in enough volume to be infused. Being concerned with accuracy with the overfill volume being left at the completion of the infusion.